Manufacturer narrative:
G4: 17oct2020 b4: (B)(6) 2020 d4: UDI#: (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
The customer reported "backup alarm failed" alarm occurred. The reported problem occurred while in use on a patient, however, there was no patient harm.

Manufacturer narrative:
G4:05jan2021 b4:(B)(6) 2021 h6: patient code updated after further investigation of this complaint, new information finds the event to be prior to therapeutic application and the patient was not connected to the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12oct2020; b4: 13oct2020. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16nov2020. B4: 23nov2020. The error log revealed "backup alarm failed" had occurred. Despite the operational check, the field service engineer (fse) could not confirm the failure. The (fse) advised that the central processing unit (cpu) board needs a replacement; this is where the backup alarm is mounted. At the customer's request, the device was returned unrepaired. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.